Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. The initial procedure occurred in 2005. The physician placed a taxus express2 2.5x12mm drug eluting stent to an unknown vessel. The pt discontinued plavix after the first year post procedure. No pt complications were reported. The pt presented with chest pain in 2007 and ivus determined a thrombosis occurred. The physician post dilated the lesion with a 3.0 quantum balloon at 16 atms to treat the thrombosis. Add'l info regarding this event has been requested.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.